Event description:
Healthcare professional reported "volume loss after mammogram. Remove saline for 425cc silicone" of a non-(B)(6). This record is for left side. The device remains implanted. Health effect code: 4582. Device problem code: 1149. Reference report: mw5189241. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).